Event description:
Reporter indicated that the treatment control station locked up after completion of all channels of a 16 channel treatment. He powered down the treatment control station and brought the treatment control station back up. He then received a message that the treatment control station was optimizing the database. The message log book indicated that the treatment had started, followed by three communication errors and a printed report that 10 of 16 channels had completed treatment. Reporter stated that this report was known to be inaccurate because he observed the channels being completed. Reporter stated that on two previous occasions, treatment control station lockup occurred and that record of entire treatment fraction was lost from treatment history. The lockup and loss of data/treatment history report is associated with opening the treatment room door following treatment completion and before completion of treatment control station data recording.